Event description:
It was reported that the patient was hospitalized for over a month due to decompensations and diabetic coma caused by the inability to use the infusion device. The customer also stated that the kidney problems she currently faces were due to the inability to use the infusion pump. The customer alleged that the batteries only last one day and that the infusion device also did not turn on at all. No information was provided regarding the treatment received in hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.